Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was removed from the pocket and repositioned in the pocket and sutured down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had "fallen down" from the original position, resulting in the right ventricular (rv) lead pulling back and dislodging. The rv lead also exhibited high thresholds. The lead was repositioned. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.